Event description:
It was initially reported on 05/29/2024, that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On 05/16/2024, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, drainage and infection underneath sensor pod area only. The patient consulted the diabetic nurse and the reaction was treated with a prescription of desloratadine (antihistaminic) and topical over the counter fixonase - nose spray. The patient clarified on 07/22/2024 that the mentioned treatment with desloranitidine was a drink of 2.5 mg. At the time of the report the patient was better. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).